Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience xpedition, ce, everolimus eluting coronary stent systems ce, instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. In this case, advancement against resistance may have contributed to the stent dislodgment. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left circumflex (lcx) with moderate tortuosity, moderate calcification and 90% stenosis, pre-dilatation was performed with an unspecified compliant balloon. A 3.0x18 rx xience xpedition stent delivery system (sds) was advanced, resistance was felt and the sds became stuck in the calcified lesion. Force was applied in an attempt to cross the lesion; however, the sds could not cross the lesion and while pulling the sds back it was found that the stent had partially dislodged from the sds. Reportedly, the physician then had to deploy the stent 50% in healthy tissue and only covering 50% of the lesion. The sds was simply withdrawn from the patient anatomy without any issues. Another xience xpedition was implanted to cover the remaining portion of the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.